Manufacturer narrative:
(B)(4). Foreign, (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the end tip broke off. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
Visual inspection of the returned reamer confirmed the tip was fractured and the tip of the reamer was also returned. The returned reamer was sent for fracture analysis and noted that the fracture is consistent with a bending overload fracture. The device also shows few discoloration (black spots) on the shaft of the reamer and signs of wear which is an indicative of repeated use. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to user error as the returned reamer experienced a bending overload fracture indicating that excessive force was applied. A field communication was sent out explaining the optimal use of a ps box mill. It is mentioned that " ensure that the reamer is fully seated on the ps box mill pivot, maintain the reamer position perpendicular to the axis of the pivot and avoid applying excessive force when milling. Use only as much force as necessary to aid the reamer¿s advancement through the bone." The root cause of the reported issue is attributed to user error as the returned reamer experienced a bending overload fracture indicating that excessive force was applied. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.